Manufacturer narrative:
Neither the leads nor the pacemaker were returned for analysis. The analysis is therefore based on the existing productions documents and the returned device data. The manufacturing process of these leads and this pacemaker were reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned device data were analyzed. All available data document proper device behavior while the pacemaker and the leads were implanted. Contrary to the assumption made in the clinical observation, the pacing threshold measurement automatically performed by the pacemaker on (B)(4) 2014 at 00:44 was successful. The measured pacing threshold in the right ventricle was 1.7 v. The resulting pulse amplitude was 2.2 v, as defined by the programming. The pacing threshold measurement performed in the following night on (B)(4) 2014 was not successful, which is why the pacemaker switched to the safe amplitude of 4.2 v. This device behavior is normal and to be expected since the patient had died on the previous day and, thus, no pacing threshold measurement was possible. In summary, there is no indication of a manufacturing error. There were no indications of a device malfunction, all existing device data document proper functioning of the pacemaker and the leads.

Event description:
Ous MDR - after an implantation time of approximately 39 months, it was reported that the patient died of a pulmonary embolism. It was later reported by the senior physician that, in reading the pacemaker, about 16 hours before the death of the patient, a threshold measurement was no longer possible and the pacemaker was programmed to 4.2 volts. No additional data, such as programmer printouts previous to this event, were provided. Additional documentation has been requested. Should additional information become available, this event will be updated.